Manufacturer narrative:
The sodium electrode lot number was eef70. The expiration date was not provided. The field service engineer found that the ise electrode connector was loose, there were bubbles in the sipper syringe, and the gear pump pressure was wavering. A solenoid valve was found to contain numerous bubbles. Mechanism checks and air and reagent purges were performed, and the gear pump was adjusted. It was discovered that one of the vacuum bottles of the rinse unit had a large amount of crystallized material and broken hoses at the connections, causing splashing into the cells. The engineer replaced all the suction hoses in the washing station and checked the dispensing hoses. The reaction cuvettes were replaced. An ise check, calibration, and controls were performed and were within range. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Example 1 initial result was 205 mmol/l, and the repeat result was 149 mmol/l. Example 2 initial result was 217 mmol/l, and the repeat result was 156 mmol/l. Example 3 initial result was 197 mmol/l, and the repeat result was 144 mmol/l. Example 4 initial result was 191 mmol/l, and the repeat result was 134 mmol/l.